Manufacturer narrative:
(B)(4). The date of the onset of peritonitis was unknown. A batch review will be performed for the potentially associated lot numbers h13e24038 and h13f05068. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. It was not reported if the patient was hospitalized. The treatment was not reported. It was reported that the patient had recovered from the peritonitis. The pd therapy was ongoing. Additional information was requested from the nurse, but the nurse declined to provide additional information about the reported event. This is report 3 of 3 involved in this event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13e24038, h13f05068 and there were no issues detected during manufacturing process. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.